Event description:
The neotrend-l sensor was in use on a pt when it was noticed that blood had backed up into the sensor. No further details were available. The sensor has been returned to the MFR for evaluation. No report of harm or injury to the pt has been received.